Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the quadripolar left ventricular (lv) lead exhibited a sharp increase in pacing impedance to an undefined range the month following implant. Reprogramming attempts resulted in high thresholds and failure to capture. It was though that the lead may have fractured or the cardiac resynchronization therapy defibrillator (crt-d) setscrew was loose. No x-ray was taken and the lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range and that pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.